Event description:
Consumer reported complaint for error message (e-0). Customer has 2 meters and 2 different test strip lots: reference: (B)(4). The customer feels well and did not report any symptoms. Customer stated they had gone to urgent care on thursday so they could check her blood sugar. Coordinator had initially spoken with customer and transferred customer's information technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter error. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.